Manufacturer narrative:
(B)(4). Concomitant medical products: - m2a magnum taper insert 139252 lot 647810. Taperloc femoral stem 103200 lot 527400. M2a magnum modular head 157446 lot 009300. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised due to pain and elevated metal ion levels. Attempts have been made and additional information is unavailable.